Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the #6 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #6 key will occur following the selected key's function. Evaluation determined the cause of this was a carbon ink bridge on #6 and #9. The damage to the keypad was do to the #6 and #9 keys, coinciding with the carbon ink bridge. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a damaged keypad, which was clarified during baxter's evaluation as an automated output. Any patient involvement, injury or medical intervention is unknown.